Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had a blood infection with possible vegetation on one lead. There were no additional adverse patient effects reported. This rv lead was explanted.